Event description:
A report was received that the patient was not able to charge her ipg. The ipg appears to be at an angle inside the pocket. The patient underwent an ipg revision. The ipg was replaced and a new ipg was implanted. No malfunction was suspected. The patient is reportedly doing well after procedure.

Manufacturer narrative:
The ipg passed all visual, photographic imaging, performance, and electrical tests performed. The device exhibited normal charging and discharging characteristics.

Event description:
A report was received that the patient was not able to charge her ipg. The ipg appears to be at an angle inside the pocket. The patient underwent an ipg revision. The ipg was replaced and a new ipg was implanted. No malfunction was suspected. The patient is reportedly doing well after procedure.